Event description:
The following information was provided by the initial reporter: material: 515052, 515070, batch#: 2512301, 2511502. Verbatim: complaint via email: pt receiving continuous doxorubicin and dacarbazine. As is conventional unit practice, a 5 port primary tubing was used, with the closest port to the pump remaining open for blood return checks and the next two ports infusing the doxorubicin and dacarbazine. Pt's primary nurse was completing blood return checks on the first port using a flush and the phaseal optima ctsd system. Draw back for blood return was fine, but when then the saline was flushed the nurse noticed that the saline from the flush was moving through the pump up the short set tubing into the drip chamber of the doxorubicin bag rather than down the primary tubing toward the patient. This was traceable as the saline clear fluid could be traced in contrast to the orange of the doxorubicin. The nurse notified me, the charge nurse. I verified the same thing was occurring, then clamped the chemo bags above the pump to flush and noted the flush going down to the patient as expected. Not sure if this is a pump malfunction, but this ends up with the patient's doxorubicin volume increasing by 1hr every time it is flushed. Hero submitted for notification and tracking purposes. Response received on 18-may-2026: the lot number for the phaseal injector was lot# 2512301 and connector was lot#2511502. The date was (B)(6) 2026, and the time was around 15:30. I don't have any pictures available but could recreate the set up next time I'm on the unit if that would be helpful. No serious injuries or other adverse events occurred to either the patient or staff. The only real effect was that the flush volume was added to the doxorubicin bag so there was increased overfill and consequently prolonged infusion time. Let me know how else I can be of service!

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.